Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2013: hip revision due to pain and swelling.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The post operative x-rays review found quality is poor due to digital camera picture of x-ray on light box. The cup seems to have very little bone around it medially as compared to the opposite hip and the proximal femur is much closer to the pelvis , leg offset seems low, as compared to the contralateral side. However, this may be due to leg positioning during the x-ray procedure. No conclusions can be drawn. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.